Event description:
(B)(6) pd nurse stated this patient was having symptoms of abdominal pain and had a pd culture obtained in the pd clinic in the middle of december (date not provided). The culture grew staphylococcus aureus. The patient was treated with antibiotics and is not fully recovering. The nurse stated the peritonitis was caused by touch contamination during the pd exchange and the bacteria has sequestered in the pd catheter (not a fresenius product). The nurse stated it is also suspected the pd catheter has fibrin intraluminal and was contributing to drain complications. The patient is currently continuing pd with the same cycler but will have the pd catheter removed soon. The nurse confirmed the event is not related to fresenius device, product or drug. Delflex unknown. The nurse would not provide dob or any additional details about the event. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).